Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that drive support cap was normal, insulin pump was not exposed to a high magnetic field and did not received motor position encoder error alert. Customer stated that the insulin pump was stuck in the rewind process it wont allow them to clear it. No harm requiring medical intervention was reported. The device will be returned for analysis.